Event description:
The surgery center reported that a phacoemulsification machine froze. There was no patient injury reported.

Manufacturer narrative:
Initial reporter: telephone (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). While on site, the surgery center indicated the actual complaint was that they had touchscreen issues and could not charge the footpedal. The fss replaced the touchscreen to resolve the issue reported. The footpedal issue was not, however, the fss proactively replaced the battery pack on the footpedal and the battery on the machine. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.